Event description:
The customer reported that a pt delivered a baby while connected to a philips device but that the infant expired 3 days later.

Manufacturer narrative:
(B)(4): the customer reported that a pt delivered a baby while connected to a philips device, but that the infant expired 3 days later. This is being reported only because a philips device was in use on a pt who died. Philips is in the process of obtaining additional info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.